Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the y-shaped connection of the combi set near the blood pump. The connections were tight. There was no defect or damaged noticed on the combi set. The patient¿s estimated blood loss (ebl) was reported as minimal; a few drops. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. No information regarding a possible lot number was found there for a review of the device history record could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.